Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tubes)"), uterine perforation ("uterine perforation"), device dislocation ("migration of implant/ migration of essure ¿ half was out the fallopian tube and out of my uterus") and bipolar disorder ("bipolar disorder") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: methadone. Concurrent conditions included body mass index normal and tachycardia since 2009. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), rash ("skin rash/ rashes"), urticaria ("hives"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection ¿ bladder"), vaginal infection ("infection ¿ vaginal"), anxiety ("anxiety"), depression ("depression") and feeling abnormal ("hormonal changes ¿ made me feel off"). The patient was treated with surgery (had surgery to remove the essure implant), surgery (hysterectomy with bilateral salpingo-oophorectomy.) And surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, rash, urticaria, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, cystitis, vaginal infection, migraine, headache, anxiety, depression, weight increased and feeling abnormal outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue, alopecia, nausea and vaginal discharge had resolved. The reporter considered alopecia, anxiety, bipolar disorder, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, rash, urinary tract disorder, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Reporters added and updated patient demographics. Historical drug, concomitant were added. Added suspect drug inaction. (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2012). Added events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction ¿ hives, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes ¿ made me feel off, infection ¿ bladder, vaginal, migraines/headaches, nausea, psychological or psychiatric problems ¿ anxiety, depression, vaginal discharge, weight gain and did you undergo an essure confirmation test. Updated events, onset dates. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and rash ("skin rash"). The patient was treated with surgery (had surgery to remove the essure implant) and surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation and rash outcome was unknown. The reporter considered device dislocation, perforation and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.